Event description:
Following uneventful insertion of this device, the pt presented to the hosp 10 days later saying he woke up and found the PICC line "hub" loose under the dressing. It was subsequently discovered that the PICC line had become disconnected from its hub and migrated intravascularly to lie totally within the heart and pulmonary vasculature. This required radiological removal. Fortunately there were no sequelae to the pt apart from the inconvenience of the extraction procedure and subsequent PICC reinsertion.

Manufacturer narrative:
The device has not been returned to the manufacturer for eval. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.